Manufacturer narrative:
Event date was processed as (B)(6) 2019 as it was unknown; therefore the first day of the month of the alert date was used. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Concomitant medical products: ep shuttle generator, model #: unknown, serial #: unknown; carto 3 system, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase in the right ventricle (rv), the patient became hypotensive and cardiac tamponade was confirmed. Pericardiocentesis was performed to release the accumulated blood in the pericardium. The patient was reported in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) for monitoring and required extended hospitalization of at least one day. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is unknown. Transseptal puncture was not performed during the case. Several ablations were successfully performed with 40w in power control mode and 10-20 grams of contact force before the event. The force visualization feature used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 seconds. No additional filter was used with the visitag module. The color option used prospectively was time. There were some impedance jumps during the ablations that could have been connected to the catheter movement. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15 ml/min.